Event description:
A report was received that the patient is experiencing discomfort at the pocket site due to losing (B) (6) lbs. A pocket revision was recommended but the patient had chosen not to take further action at this time.

Manufacturer narrative:
This is the final report.